Manufacturer narrative:
Service was declined as the customer did not question system performance. Electrocardiogram (ECG) results were negative. The physician diagnosed the pt with pericarditis and initiated treatment. The customer stated the diagnosis is not associated with the elevated troponin I result for this event. Testing performed by beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the pt sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for analysis employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02968.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on multiple samples involving access 2 immunoassay system. This is report number two of two referencing system serial number (B)(4). The elevated results were released out of the lab and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.